Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and replaced the plunger clamp and tip clamp. Fe ran the splld and oas user software with no errors. The instrument was tested without further problem, and was returned to expected operation.